Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported hospitalization due to high blood glucose. The first event on (B)(6), customer was in diabetic coma. The paramedics were called, the blood glucose reading was above 1200 mg/dl. Customer was found outside in yard. Customer had been clinically dead in flight to hospital. Customer was in coma for awhile. Customer was stabilized in 2-3 weeks. The second event was (B)(6), the blood glucose reading was over 600 mg/dl. Diagnosed diabetic ketoacidosis. Customer was sick for a couple of days, vomiting. The blood glucose readings would not decrease. Customer was taken to hospital. A crash cart was ordered after code was called. Nothing further reported.